Event description:
A female patient called lifecor customer support to report that her monitor screen was blank she reports that she has two fully charged battery packs but when she inserts either of them the monitor nothing happens.the patient's monitor was replaced.